Manufacturer narrative:
We have not received further information regarding the incident - no correct article number and no lot no. Due to this we have inspected the last three quality inspection forms and material certificates from this product type and batches we have send to our distributor and no deviation was detected. In addition to the material certificate, we are able to state that the material is ok, due to the fact that the anodizing process is performed with a titanium cathode, which only corresponds with a titanium anode (i.t.s. Implant). On the image of the plate, it is visible that the implant is anodized.

Event description:
A straight plate had to be explanted, due to signs of metallosis.